Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a retraction issue and needle stick occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "I had an employee get stuck due to the cover on a butterfly that didn¿t close when she was finished. This was a bd 23g butterfly that she was using. Let me know if you need anything else from me." No medical intervention information was given.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a retraction issue and needle stick occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "I had an employee get stuck due to the cover on a butterfly that didn¿t close when she was finished. This was a bd 23g butterfly that she was using. Let me know if you need anything else from me." No medical intervention information was given.